Event description:
The autopulse platform (sn(B)(6)) displayed "system error, out of service, revert to manual CPR". It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR"" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failed drive train, likely attributed to the aging of the device. The autopulse platform was manufactured in 2009 and is over 14 years old, past its expected service life of 5 years. Upon visual inspection, the power distribution board revision is up to date and the brake gap is within specification. Unrelated to the reported complaint, damage was observed on small black cover of the platform (the screw holder was broken on the inside). The observed physical damage appeared to be characteristic of user mishandling. The small black cover will be replaced to address the observed physical damage. The archive data review showed the occurrence of system error - 71 (motor drive train command issue), thus confirming the reported complaint. Unrelated to the reported complaint, fault 16 (timeout moving to take-up position) and user advisory (ua) 28 (loss of clutch connectivity) were also observed in the archive review. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus, confirming the reported complaint. The system error message was reset with apvision. After clearing the error memory with apvision, fault (16) occurred during a test run. The ua (28) observed in the archive was not reproduced. The system error - 71, fault 16, and ua (28) are attributed to the drive train failure. The drive train will be replaced to remedy the issues. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).